Manufacturer narrative:
(B)(4). This customer reported that this defibrillator powers up into the wrong mode (configuration) and that the buttons were nonresponsive. There was no pt involvement. The customer reported to the philips response center that they replaced the from bezel/keypad to resolve this issue. Based on the customer's report we are considering this a malfunction of the front bezel/keypad.

Event description:
This customer reported that this defibrillator powers up into the wrong mode (configuration) and that the buttons were nonresponsive. There was no pt involvement.